Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple "cartridge change error" messages with multiple cartridges during the load process. Customer's blood glucose level was 239 mg/dl. Contact stated a manual injection will be delivered and customer will continue to use manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.